Event description:
A healthcare worker experienced "minor burns" to the fingers while removing items from a load after the cycle completed. No residue was noted on the packages. The worker rinsed the contact site under running water, and the symptoms resolved in less than one day. The vaporizer plate was not in place and was found on the bottom of the chamber.